Manufacturer narrative:
The bwi product analysis lab received the device for evaluation, and the product investigation was subsequently completed. Device evaluation details: upon receipt, the catheter was visually inspected and a hole was found in the pebax with reddish material inside. The returned device was then evaluated for the thermocouple test and failed. A failure analysis was performed, and it was found that there is a loss of electrical resistance from the cut to the dome creating the temperature issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Tc issue was previously investigated and does not represent any patient safety impact as it will result in the catheter not being able to read temperature, and thus, the catheter not being able to deliver rf energy to ablate. In this scenario, the catheter will need to be removed and replaced, causing a procedural delay and customer annoyance. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an unspecified cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster's product analysis lab identified a hole in the pebax with reddish material inside. During the actual procedure, the physician identified that the temperature was not indicated at all. The physician switched to a like device and completed the procedure. No patient consequences were reported. The temperature issue is not MDR-reportable. The hole is the pebax is an MDR-reportable issue.